Event description:
A healthcare provider reported on behalf of the customer that while she was charging the adc freestyle libre reader, it "got very hot and that the charging port and the charging cable melted". Customer disconnected the charger and noticed that the charging port was deformed. Customer contacted the hospital to send the "charger and receiver" back to hospital. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the return reader. And observed material around the usb port was melted. And usb port damaged. The cable was returned, observed usb end to be melted and bent. The damage on the usb port enabled, the reader log to be downloaded. An extended investigation was also performed on the returned reader. And observed burn marks on the usb port of the reader. And on the approved abbott charging usb cable. Performed a power consumption test on the returned reader. And it was found, to be within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. This issue is not confirmed, to use as the reader was functioning as intended. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A healthcare provider reported on behalf of the customer, that while she was charging the adc freestyle libre reader, it "got very hot. And that the charging port and the charging cable melted". Customer disconnected the charger and noticed, that the charging port was deformed. Customer contacted the hospital to send the "charger and receiver" back to hospital. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A healthcare provider reported on behalf of the customer that while she was charging the adc freestyle libre reader, it "got very hot and that the charging port and the charging cable melted". Customer disconnected the charger and noticed that the charging port was deformed. Customer contacted the hospital to send the "charger and receiver" back to hospital. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Dhrs (device history record) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was included in the kit pack.an extended investigation for this complaint and the associated reader was previously completed and reported in the previous submission, however a DHR review of the kit pack was added.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of the customer that while she was charging the adc freestyle libre reader, it "got very hot and that the charging port and the charging cable melted". Customer disconnected the charger and noticed that the charging port was deformed. Customer contacted the hospital to send the "charger and receiver" back to hospital. There was no report of death, serious injury or mistreatment associated with this event.